Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the shaft of the maryland bipolar forceps (mbf) was broken. The instrument could not be removed normally. The customer had to remove the mbf with the cannula. The procedure was completed with no reported injury with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument collided with the other instrument during the procedure. There was no fragment falling into the patient. There was no patient injury. No post-operative test was performed. The patient did not return to the hospital due to post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the (B)(6) bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. A piece measuring proximately 0.181¿ x 0.166¿ was not returned with the instrument. Common cause of the broken main tube was typically attributed to mishandling or misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. A review of the device logs for the maryland bipolar forceps associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system sk5813. There were 10 uses remaining after this last usage. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis found that the instrument damage could result in a fragment fall inside the patient, which was attributed to user mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.